Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed that there was an error message during interrogation.

Event description:
It was reported that following a software update the programmer displayed an error message upon reboot, when attempting to interrogate a device. The programmer was sent in for repair. No patient complications were reported as a result of this event.